Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: d4: lot number, expiration date, h4: manufacturing date and h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the information in this complaint (B)(4) has been evaluated. The batch 6006123 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guideline for test of reference. Samples version 11 for the code soft cannula found bent upon removal from infusion site. Complaint investigations. 2 sets were provided, 1 used set there is visible the soft cannula was kinked in the middle. The following test was performed: visual test according to with wi version 43 test on returned samples. 1 used set failure the test. 1 unused set pass the test. Test 1 according to with wi version 102 test on returned samples, 1 unused set passed the test. Test 1 according to with wi version 9 test on returned samples, 1 used set passed the test. A batch record review was conducted resulting in the following: the lot 6006123 was manufactured according to the wi version 70 manufactured in the line 6, on 01/apr/2024, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related process had been fulfilled and met the requirements. Conclusion summary of the related event: as a result of the following: harm reported, 1 cannula was found kinked, no non-conformance (nc) raised during production related to this issues, no other one complaint has been registered in database, failure found is not related to the manufacturing process. Therefore, this issue will be monitored through the post marketing surveillance (pms) product trends and malfunction according to the on market quality review (omqr) procedure.

Event description:
To date, additional patient or event details were received which have been added in h11.

Manufacturer narrative:
H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the on market quality review (omqr) procedure.

Event description:
Reference number (B)(4). Event occurred in italy. It was reported that the patient was hospitalized due to bent cannula event. The blood glucose level reported during the event was high. No further information was available.

Event description:
To date, additional patient or event details were received which have been added in h11.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: d9: device available for evaluation has been selected as yes & date returned to mfg was added as well. H6: investigation results under type of investigation, investigation findings, investigation conclusions. The information in this complaint (B)(4) has been evaluated. The batch 6006123 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance work instruction 3802038 guideline for test of reference samples version 11 for the code soft cannula found bent upon removal from infusion site. Complaint investigations. 2 sets were provided, 1 used set there is visible the soft cannula was kinked in the middle. The following test was performed: visual test according to wi 4902148 version 43 test on returned samples. 1 used set failure the test. 1 unused set pass the test. Test 1 according to wi 4805074 version 102 test on returned samples, 1 unused set passed the test. Test 1 according to wi 4802122 version 9 test on returned samples, 1 used set passed the test. A batch record review was conducted resulting in the following: the lot 6006123 was manufactured according to the wi 4905082 version 70 manufactured in the linea #6, on 01/apr/2024, with a total of (B)(4) units. Review of the device history report (DHR) showed that all relevant tests required during the related process had been fulfilled and met the requirements. Conclusion summary of the related event: as a result of the following: harm reported, 1 cannula was found kinked, no non-conformance (nc) raised during production related to these issues, no other one complaint has been registered in software, failure found is not related to the manufacturing process. Therefore, this issue will be monitored through the post marketing surveillance (pms) product trends and malfunction according to the on market quality review (omqr).